Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one opening extended, crease flat and underweight. A microscopic analysis was performed which identified, one opening crease sharp on the posterior and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on the posterior due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: implant exchange with no complaint against the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.